Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer replaced the retractor band on auxiliary 1 half height drawer 2.2 and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation system drawer was not detected no bus. The customer stated that this malfunction occurred while dispensing medication to the patient and caused a delay in patient care. The user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.